Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) went into the emergency room (ER) due to phrenic nerve stimulation. Interrogation of the device revealed that the device has been reset. The device was explanted and replaced. No additional adverse patient effects were reported.